Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l5146p. The analysis results found that one 6r45b reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a gastroplasty procedure, the staples were loose before being placed in the stapler. Another load was used to complete the procedure. There were no adverse consequences for the patient.